Event description:
The hcp reported the pt was experiencing a loss of efficacy. A rotor study showed the rotor to have moved 90 degrees. At refill, the expected reservoir volume was 11cc and the actual was 2cc. "Upon troubleshooting, noticed the catheter had sheared off at the lumbar insertion site." The pt is currently fine and is scheduled to see the neurosurgeon next week.